Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had their scs ipg explanted because the ipg was inoperable.

Manufacturer narrative:
Health effect - clinical code should have been 2388 - inadequate pain relief rather than 4580 - insufficient information. Medical device problem code should have been 3283 - wireless communication problem rather than 2885 - battery problem.